Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that they keep receiving unexpected restart alarms. Customer's blood glucose level was 13.8 mmol/l. Customer stated that the up arrow button was not responding. Customer also had an external ram error. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. The unexpected restart was recurring during normal pump use. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.